Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dermatitis acneiform ("white cyst like acne bumps all over my face"), contrast media reaction ("contrast media reaction") with dysgeusia and nausea, spinal disorder ("spinal issues"), fibromyalgia ("fibromyalgia") and migraine ("chronic migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal, contrast media reaction, spinal disorder, fibromyalgia and migraine outcome was unknown and the dermatitis acneiform was resolving. The reporter considered contrast media reaction, dermatitis acneiform, fibromyalgia, medical device removal, migraine and spinal disorder to be related to essure. The reporter commented: acne-like bumps are clearing up and literally falling out of her face after device removal. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and acne cystic was added". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- fibromyalgia, chronic migraines. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acne cystic ("white cyst like acne"). The patient was treated with surgery (e (essure) - free). Essure was removed. At the time of the report, the medical device removal and acne cystic outcome was unknown. The reporter considered acne cystic and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and acne cystic was added". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acne cystic ("white cyst like acne"). The patient was treated with surgery (e (essure) - free). Essure was removed. At the time of the report, the medical device removal and acne cystic outcome was unknown. The reporter considered acne cystic and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and acne cystic was added". Most recent follow-up information incorporated above includes: on 3-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 5 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dermatitis acneiform ("white cyst like acne bumps all over my face"), contrast media reaction ("contrast media reaction") with dysgeusia and nausea and spinal disorder ("spinal issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, contrast media reaction and spinal disorder outcome was unknown and the dermatitis acneiform was resolving. The reporter considered contrast media reaction, dermatitis acneiform, medical device removal and spinal disorder to be related to essure. The reporter commented: acne-like bumps are clearing up and literally falling out of her face after device removal. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and acne cystic was added". Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events spinal issues, contrast media reaction, nauseas and metal taste in mouth after MRI contract were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.